Manufacturer narrative:
Corrected fields: a1 (inadvertently omitted). This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the root cause could not be determined. The event occurred due to a defective charge-coupled device (ccd), however, the exact cause of the defect could not be specified. It likely the defect occurred due to one of the following; unacceptable tension in the area of the ccd holder assembly due to the use of an adhesive which was not adapted to the load/temperature collective, an insufficiently formed adhesive layer from the holder to the bumper sleeve, unacceptable tension in the area of the ccd holder assembly due to an asymmetrical alignment of the spring before the bumper sleeve was joined, and/or pre-existing damage to the ccd holder assembly due to a suboptimal adhesive device being used. In addition, the following non-reportable malfunctions were found during the device evaluation; damaged cover glass and overstressed protective hose. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The olympus repair inspection identified the scope produces a green colored image defect due to a defective charged coupled device. The inspection also noted, the fiber bonding in the distal end of the outer tube is damaged. Device history records: the manufacturing and quality control review was performed for the affected lot or serial number without showing any non conformities or deviations regarding the described issue. The cause of the defective ccd could not be determined; however, the investigation is still in progress. If additional information becomes available, this report will be supplemented accordingly. In general, the end-user is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use.

Event description:
The customer endoeye high definition ii, autoclavable video telescope was returned to the olympus repair center for general maintenance. There was no allegation of a complaint associated with the scope. However, upon inspection, olympus identified the scope produces a green colored image defect due to a defective charged coupled device. No death or injury and no impact to patient or other has been reported to olympus. This report is being submitted to capture green colored image defect found during the repair inspection.